Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe flamed and could have lead to unintended heat being delivered to the surgical site.

Manufacturer narrative:
Alleged failure: stryker rep reported that the probe displayed a very intense orange flame type when in use. The failure(s) identified in the investigation is consistent with the complaint record. Based on the functional testing the most probable root cause/s could be the tissue gets trapped the electrode suction path hole (clog) which can result in abnormal plasma color. Clogging caused by suction path blockage, lower electrode mass due to variation in electrode thickness or opening cut the product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the probe flamed and could have lead to unintended heat being delivered to the surgical site.